Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the healthcare provider got 11ml¿s more than what they should have out of the pump at the refill. There were no known environmental, external or patient factors that may have led or contributed to the issue and no known diagnostics or troubleshooting performed. Per the reporter they will look to complete a catheter revision or a pump replacement soon. Surgical intervention did not occur but they plan to replace the pump very soon. The issue was not resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.